Manufacturer narrative:
E1: (B)(6). ER visit: (B)(6). F10 and h6: problem codes 2252, 2067, 2104, 2348, 1930, 1942, and 1971 capture the reportable events of peritonitis, sepsis, tissue damage (gangrenous cecum), injury (cecal volvulus), infection, ischemia, and necrosis. H10: the voluntary user medwatch number is mw5083714. H10: a review of the device history record (DHR) performed on lot number c002445 confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. H11: blocks b5, and h6 patient codes updated to report that the mesh was not retroperitonealized at the initial implant, and to add codes for ischemia and necrosis.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a pelvic floor repair procedure performed on (B)(6) 2015. According to the complainant, after the procedure, on (B)(6) 2018, she rushed to a different healthcare facility emergency room due to sudden onset of severe abdominal pain. The patient underwent CT scan of the abdominal pelvis, which demonstrated high suspicion for cecal volvulus (very weak and faint in triage). The patient's white blood cell count was normal. Reportedly, the patient underwent major surgery for treatment. Subsequently, the patient's post-operative diagnosis was cecal volvlus caused by suture or mesh. There was strangulation of cecum and proximal right colon and terminal ileum, gangrenous right colon cecum and terminal ileum, abdominal peritonitis, abdominal sepsis and infection from gangrenous cecum and right colon. Furthermore, the patient's medical records indicated that the mesh was not retroperitonealized during the initial implantation procedure.

Manufacturer narrative:
(B)(6). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5083714.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted during a pelvic floor repair procedure performed on (B)(6) 2015. According to the complainant, after the procedure, on (B)(6) 2018, she rushed to the emergency room due to sudden onset of severe abdominal pain. The patient underwent CT scan of the abdominal pelvis, which demonstrated high suspicion for cecal volvulus (very weak and faint in triage). The patient's white blood cell count was normal. Reportedly, the patient underwent major surgery for treatment. Subsequently, the patient's post-operative diagnosis was cecal volvlus caused by suture or mesh. There was strangulation of cecum and proximal right colon and terminal ileum, gangrenous right colon cecum and terminal ileum, abdominal peritonitis, abdominal sepsis and infection from gangrenous cecum and right colon.